Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was in AED mode and issued a 'shock advised' message for a paced rhythm while CPR was in progress and a lucas device was in use. It was reported that the clinical users did not deliver shock to the patient. The incident occurred on (B)(6) 2018 with the device turned on at 22:38 hrs and turned off at 22;58 hrs. The patient involved was a 5¿ 10¿, (B)(6) male who was being treated for cardiac arrest by emergency medical services (ems). The device was set in AED mode and a ¿shock advised¿ message was issued. The ems crew checked and confirmed the patient¿s rhythm to be a paced rhythm and did not deliver the shock to the patient. Additional information has been requested.

Manufacturer narrative:
.

Event description:
It was reported to philips that the device was in AED mode and issued a 'shock advised' message for a paced rhythm while CPR was in progress and a lucas device was in use. It was reported that the clinical users did not deliver shock to the patient. The incident occurred on (B)(4) 2018 with the device turned on at 22:38 hrs and turned off at 22;58 hrs. The patient involved was a (B)(4) male who was being treated for cardiac arrest by emergency medical services (ems). The device was set in AED mode and a ¿shock advised¿ message was issued. The ems crew checked and confirmed the patient¿s rhythm to be a paced rhythm and did not deliver the shock to the patient. The involved patient was transported to the hospital where the emergency department (ed) took over care of the patient. This is considered to be a serious injury as the patient was in cardiac arrest. The final outcome of the patient is not known.